Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: part 03.010.475, lot 9105449: manufacturing site: bettlach. Release to warehouse date: october 03, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. A product investigation was completed: the driving cap stuck in insertion handle for suprapatellar was received. Upon visual inspection, it is observed that the driving cap was stuck in insertion handle. Chipped surfaces were noticed on driving cap (due to some external forces) which would not contribute to the reported complaint condition. Functional test cannot be performed as the driving cap was stuck in insertion handle and unable to disassemble. Dimensional inspection cannot be performed due to the received condition of the device. The relevant drawings was reviewed; no design issues or discrepancies were observed during the investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Visual inspection confirmed that there were no broken features of the device. The device, driving cap was stuck in the insertion handle. Thus, the reported complaint cannot be confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on april 19, 2019, during routine incoming inspection, it was observed that the driving cap was broken. There was no patient involvement. This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).